Event description:
It was reported that during a procedure of the mid right coronary artery, the 2.5 x 12 mm trek balloon catheter was advanced and prepared inside the anatomy before predilatation at 12 atmosphere (atm) for 20 seconds. The device was removed without incident and a 3.5 x 23 mm xience v was attempted but could not cross the lesion. The 2.5 x 12 mm trek balloon catheter was inserted and advanced, however, prior to inflation, the shaft at the guide wire exit notch was felt to have separated while in the anatomy. The device was removed inside the guide catheter without incident. Outside the anatomy, no separation was noted. A different 3.5 x 23 mm xience v was deployed and a 2.5 x 15 trek balloon catheter was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis noted a hypotube shaft separation break and bend at the hub/strain relief.

Manufacturer narrative:
(B)(4): incorrect preparation inside the anatomy and balloon not submerged to activate coating. The device was returned for evaluation and a separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek rx, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.